Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3019 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx3019) have been reported from the same facility in (B)(6).

Event description:
It was reported "the patient¿s family members believed that the patient was asleep at 6:30 in the morning and did not use the restraint belt. They turned to the toilet, which caused the patient to remove the right femoral vein hemodialysis tube. He immediately notified the doctor and gave him disinfection and compression to stop the bleeding. The vital signs were stable."